Event description:
It was reported by service report that the brakes would not hold. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Brake cams. MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.